Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the translated report (from (B)(6)), "a young male suffering from aortic insufficiency was given a biological valve (mitroflow) in (B)(6) 2013. Due to a design fault the valve degenerated too rapidly and had to be replaced due to the occurrence of significant aortic stenosis in (B)(6) 2015. This operation [(B)(6) 2015] gave the patient an on-x mechanical valve that has been designed not to require the high waran therapy that previous valves required. The stated guide value for this valve for inr is 1.5-2. The patient received the first 3 usual waran treatments (inr 2.5 - 3.5), after which we reduced the dose as described in the instructions. The patient remained very well and stable within his inr all the time. On (B)(6) [2016], he suffered a circulation standstill after the very short-term prodromal symptom. He was put on ECMO where a cerebral CT revealed severe multiple embolization and injury due to the circulation standstill. Treatment was ceased after a few days as hopeless and the patient died [(B)(6) 2016]."

Manufacturer narrative:
According to the translated report (from swedish), "a young male suffering from aortic insufficiency was given a biological valve (mitroflow) in (B)(6) 2013. Due to a design fault the valve degenerated too rapidly and had to be replaced due to the occurrence of significant aortic stenosis in (B)(6) 2015. This operation [(B)(6) 2015] gave the patient an on-x mechanical valve that has been designed not to require the high waran therapy that previous valves required. The stated guide value for this valve for inr is 1.5-2. The patient received the first 3 usual waran treatments (inr 2.5 - 3.5), after which we reduced the dose as described in the instructions. The patient remained very well and stable within his inr all the time. On (B)(6) [2016], he suffered a circulation standstill after the very short-term prodromal symptom. He was put on ECMO where a cerebral CT revealed severe multiple embolization and injury due to the circulation standstill. Treatment was ceased after a few days as hopeless and the patient died [(B)(6) 2016]." Multiple attempts to obtain additional information from the hospital were made via email on 08/05/2016, letter on 08/11/2016, and a follow-up email on 08/22/2016, all without response. Manufacturing records for the on-x aortic valve were not reviewed as product type/configuration and serial number are unknown. A clinical review was performed of the available information. A"young male" (actual age not given) patient received an on-x aortic valve on (B)(6) 2015 as a reoperation to replace a failing bioprosthetic valve. After initial standard-of-care inr therapy (assumed to be three months postop, "as described in the instructions"), patient was placed on inr range of 1.5-2.0 per on-x instructions for use (IFU). Medical records report that patient was compliant with prescribed therapy, but five months later ((B)(6) 2016) suddenly developed symptoms suggestive of arterial blockage ["cardiac standstill"]. Subsequent tests showed extensive cerebral vascular clotting and consequent infarction of surrounding tissue. While the historical record suggests appropriate inr compliance without incident for five months, the record of the acute event does not state an inr level at the time of the event. Per the translation "on april 7, he suffered a circulation standstill after the very short-term prodromal symptom." Some factor regarding his anticoagulation status had evidently changed, and rather quickly. Warfarin effectiveness can be influenced by infection, sudden dietary changes, or simply cessation of taking one's medicine. Again, the record is silent on all circumstances immediately prior to admission for the short-term prodromal symptoms, so it is very difficult to ascertain a root cause, only that the anticoagulation appears to have been compromised. Even with the appropriate levels of anticoagulation, the risk of thrombosis and embolic events are well known. The objective performance criteria of iso 5840:2005(e) indicate an industry-wide rate of thrombosis of 0.8%/pt-yr and thromboembolic (te) events of 3.0%/pt-yr for rigid valves. Additionally, these risks are listed as potential adverse events and the associated occurrence from the prospective randomized (B)(6) trial to reduce the levels of anticoagulation for aortic on-x valve to 1.5-2.0 are presented in the IFU. Specifically, the linearized occurrence rates for valve thrombosis and te events were not different between the lower inr (1.5-2.0) and the control (2.0-3.0) groups. There was however a statistically significant decrease in the risk of bleeding in the lower inr group [puskas 2014].

Event description:
According to the translated report (from swedish), "a young male suffering from aortic insufficiency was given a biological valve (mitroflow) in (B)(6) 2013. Due to a design fault the valve degenerated too rapidly and had to be replaced due to the occurrence of significant aortic stenosis in (B)(6) 2015. This operation [(B)(6) 2015] gave the patient an on-x mechanical valve that has been designed not to require the high waran therapy that previous valves required. The stated guide value for this valve for inr is 1.5-2. The patient received the first 3 usual waran treatments (inr 2.5 - 3.5), after which we reduced the dose as described in the instructions. The patient remained very well and stable within his inr all the time. On (B)(6) [2016], he suffered a circulation standstill after the very short-term prodromal symptom. He was put on ECMO where a cerebral CT revealed severe multiple embolization and injury due to the circulation standstill. Treatment was ceased after a few days as hopeless and the patient died [(B)(6) 2016]."